Event description:
The user facility reported that at the start of an upper esophagogastroduoudenoscopy (egd) the video image was lost and could not be recovered. The physician withdrew the endoscope from the pt, and the procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of image difficulty. The image intermittently flickered and was lost. A leak was noted at the biopsy channel. The biopsy channel was examined and scrape marks were identified at the bending section area of the endoscope. There was corrosion noted in the endoscope connector. The insertion tube was found peeling and there were severe buckles noted below the boot. The image difficulty was isolated to a damaged charge coupled device ( ccd) due to fluid invasion. This report is being submitted as an MDR in an abundance of caution.